Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she got her implant trickle charged by a reap and so far the issue was resolved. The patient noted that it might need replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her ins was depleted and it was overdischarged. The patient reported that this happened once in the past ¿a couple of months ago¿ and a manufacturer¿s representative (rep) helped them trickle charge it. The patient reported that the unit in her body loses battery very fast and was not able to charge it now. The patient reported that this most recent overdischarge stated ¿sometime in june, I fell on june 7th and I noticed it about 2 weeks after that.¿ no further complications were reported.